Event description:
The customer reported for baxter (B)(4) concerning a clearlink non-dehp buretrol solution set-add-on where the body is cracked. The customer is not sure if it's getting cracked in handling or somewhere else in the process. The problem was noted prior to use. There was no patient injury or medical intervention associated with this event. The sample is available for evaluation. No other information is available.

Manufacturer narrative:
(B)(4).a sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).an actual sample was submitted for evaluation for the reported condition of "body of the set is cracked." A visual inspection of the sample confirmed a crack in the burette chamber. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Although the reported condition was confirmed, the root cause of this condition was not identified.